Event description:
Defibrillator is tested twice a day in the ed. Was checked day of event with no issues reported. At time that a patient resuscitation code was called the defibrillator was turned on, no alarms or error messages at that time. When staff went to engage the defibrillator there was an error message displayed. Not knowing what the problem could be they sought out another defibrillator in the department and utilized the second equipment for the defibrillation. The first defibrillator was taken to biomed and determined that an internal component needed replacing so the company was contacted.